Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator is giving oxygen not available message. The customer reported the unit was in use on patient, but there's no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding patient information. To date no further details have been received. The product support provided the customer information from the operators manual stating, warning: the v60 ventilator requires a pressurized oxygen supply that provides a minimum flow of 175 slpm. Do not use any devices such as valves, hoses, grab n' go regulators or other brands of combined cylinder/ regulators that limit supply of oxygen flow below 175 slpm.